Event description:
The user facility reported a 78-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella support ongoing when the automated impella controller (aic) alarmed for controller failure and aic replacement. The aic was replaced and support proceeded without harm or injury from the interruption.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
D.1 and d.2 revised brand name, common device name and model number in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06556 was submitted. E.1 addded fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06556. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06556 was submitted. Addded contact fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-06556. H.6 code 3221 should not have been reported in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06556 was submitted.